Event description:
A caller reported experiencing an alarm 2 followed by an alarm 26, indicating an occlusion event that occurred earlier in the day. There was no adverse impact to the customer's blood glucose level. To resolve the issue, the customer changed the soft cannula infusion set and cartridge and continued with insulin therapy. No additional assistance was necessary, and the case was closed by technical support.